Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer matrix was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported difficulty pushing in the cubies due to medication tablets and a broken clip. A field service engineer removed all cubies and trays to clear the tablets and repaired the broken clip to resolve the issue. Then, the fse cleaned the unit to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.